Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, the stent inadequately covered the lesion. The lesion was located in an unspecified portion of the esophagus. The ultraflex 18 mm x 10 mm esophageal stent was advanced to the lesion and successfully deployed. Following deployment, the physician noted that the "stent was too short to cover the tumor". The physician was able to remove the stent from the patient by unspecified means without complication. A different device was used to complete the procedure. The patient's status is reported as "stable".